Event description:
It was reported that a 60 yo male patient, who had an initial right shoulder implanted on (B)(6) 2020, underwent a revision procedure on (B)(6) 2022, approximately 2 years 2 months post the initial procedure. The patient was revised to a 320-02-38 - rs expanded glenosphere 38mm, +4mm offset, 320-10-10 - equinoxe reverse tray adapter plate tray +10, 320-10-15 - humeral tray +15mm, and a 320-38-03 - 145-deg pe 38mm hum liner +2.5, plus allograft around the proximal humerus. The patient was reported as doing well following the procedure. There were no device breakages or surgical delays indicated. No x-rays or device imaging was provided. No device returns for analysis anticipated. No further information.

Manufacturer narrative:
D10: concomitants: 5603607 - 320-38-03 - equinoxe reverse 38mm humeral liner +2.5. 5735062 - 320-15-06 - rs glenoid plate ext cag +10mm cage peg. 6170659 - 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 6185251 - 320-38-00 - equinoxe reverse 38mm humeral liner +0. 6195096 - 320-01-38 - equinoxe reverse 38mm glenosphere. 6226414 - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. 6255083 - 320-20-00 - eq reverse torque defining screw kit. 6278894 - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. 6279192 - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. 6293672 - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. 6293854 - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. 6296548 - 320-10-00 - equinoxe reverse tray adapter plate tray +0. 6300909 - 320-15-05 - eq rev locking screw. 6301401 - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b1, d1, d4, g4, h6 MDR section codes updated/corrected: a, b, c, d, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a male patient, who had an initial right shoulder implanted and underwent a revision procedure on approximately 2 years 2 months post the initial procedure. The patient was revised plus allograft around the proximal humerus. The patient was reported as doing well following the procedure. There were no device breakages or surgical delays indicated. No x-rays or device imaging was provided. No device returns for analysis anticipated. No further information.